Manufacturer narrative:
Pt blood loss attributed to operator failure to complete rinseback per device labeling instructions. The cartridge was returned for evaluation. Inspection of the returned cartridge confirmed a small pinhole leak in the waste fluid mgmt pathway. All cartridges are 100% leak tested during mfg process. Qc records were reviewed for this cartridge lot and indicated that all acceptance criteria was met. This appears to be a random occurrence. User's guide instructs to periodically inspect the system for evidence of leaks as slow leaks may not be detected. Troubleshooting instruction for the system alarm which occurred in this event state to check for a cartridge leak and terminate treatment with rinseback of pt's blood if a leak is detected. Reported event was reviewed with facility staff. This report is considered closed. Will continue to monitor as part of routine complaint process.

Event description:
Near the end of a routine hemodialysis treatment, the cycler displayed a system alarm. The operator proceeded to rinseback the pt's blood. During rinseback, the operator observed what was believed to be a leak from the dialysate fluid warmer and stopped the rinseback, which resulted in approx a 50cc blood loss. No medical intervention was required.